Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿IFU warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ based on the results of the investigation, a definitive root cause for the reported failure mode could not be confirmed. However, it is believed that there was a difference in reprocessing method between what was recommended by olympus and what the user facility¿s practices were. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the gastrointestinal videoscope was reprocessed using an endoscope reprocessor for which the acetic acid concentration check was only performed once a month. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.